Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the pump kept alarming "occlusion fluid side" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set secondary line was blocked during the opdivo infusion. The following information was provided by the initial reporter: "opdivo secondary infusion line alarm. Secondary tubing failure. (Tubing includes a filter extension.) I swapped the pump brain, IV channel, male adapter x 5, and primary saline line with no success. Pump kept alarming "occlusion fluid side". The pt had a peripheral IV and there was no problem with that line. It had excellent blood return. Pharmacy changed out everything on the line except the spike portion of the line. I sat by the pt and pressed restart every 1.4 ml for almost the entirety of the infusion. The pt received his medication but there was a delay of up to one hour in trying to figure out why the pump kept alarming. Stated this recently happened to him with an opdivo/keytruda and pharmacy had to change out the entire secondary line after he had also tried the measures I attempted with the pump alarming. This delayed the care I could provide to other pts while dealing with this situation one on one. It also caused my pt to be delayed in going home."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter name and address: the customer's address is unknown. New jersey, USA has been used as a default. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set secondary line was blocked during the opdivo infusion. The following information was provided by the initial reporter: "opdivo secondary infusion line alarm. Secondary tubing failure. (Tubing includes a filter extension.) I swapped the pump brain, IV channel, male adapter x 5, and primary saline line with no success. Pump kept alarming ""occlusion fluid side"". The pt had a peripheral IV and there was no problem with that line. It had excellent blood return. Pharmacy changed out everything on the line except the spike portion of the line. I sat by the pt and pressed restart every 1.4 ml for almost the entirety of the infusion. The pt received his medication but there was a delay of up to one hour in trying to figure out why the pump kept alarming. Stated this recently happened to him with an opdivo/keytruda and pharmacy had to change out the entire secondary line after he had also tried the measures I attempted with the pump alarming. This delayed the care I could provide to other pts while dealing with this situation one on one. It also caused my pt to be delayed in going home."